Manufacturer narrative:
(D10) concomitant device(s): 300-10-45 - equinoxe replicator plate 4.5mm o/s: 6462326 300-20-02 - equinox square torque define screw drive kit: 6467365 310-01-44 - equinoxe, humeral head short, 44mm (alpha): 6339217 314-13-03 - equinoxe cage glenoid medium, alpha: 6330524 315-35-00 - glnd kwire: 6400264 531-78-20 - shouldr gps hex pins kit: 6426228 a10012 - gps implant kit v2: 01000120012.

Event description:
Approximately 3 year(s), 2 month(s) and 12 day(s) post-operative of a right tsa, the patient presented with aseptic humeral loosening. The patient had right shoulder pain. Radiographs revealed right shoulder prosthetic humeral stem subtle loosening. Surgery was performed where existing humeral stem was cemented. The devices remain implanted, and the event is considered resolved. The clinical report indicates that this event is possibly related to the device(s) and/or to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the humeral stem and the bone, which led to aseptic (non-infected) humeral loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.